Event description:
A patient reported experiencing hypoglycemia while using a fasttake meter. Patient experienced sweating and dilatation of the eyes while having breakfast with family member. Family member attempted to test patient's blood glucose three times on ft meter, but meter kept displaying the "apply blood" icon each time, although blood was applied properly on test strip. Paramedics were called and found patient blood glucose 23mg/dl on their meter. Patient was treated with two tubes of glucose, orange juice and food. Patient was not transferred to hospital. No further imformation was provided.